Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate of 1818910-2017-25713. Is being retracted as it is a report duplication. 1818910-2017-25713 will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017, the patient underwent a right knee revision due to recurrent effusions, and pain. The surgeon reported several light blows from a mallet showed tibial loosening and the cement mantle appeared almost 100% intact on the tibia consistent with de-bonding of the implant. He noted femoral component did not show loosening, and was not revised. The surgeon noted the patella showed no evidence of loosening or osteolysis and it was not revised. The patient was implanted with attune revision tibial component system and smartset cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2017. (Rt knee).